Manufacturer narrative:
It has been clarified that there were actually two repeat results of the sample. The sample was repeated with automatic dilution on the same analyzer, resulting as 473.3 miu/ml. The sample was also repeated on a different analyzer, resulting as around 500 miu/ml. The 473.3 miu/ml value was believed to be correct. The investigation agrees with the root cause found by the field service engineer.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had service on the cobas 8000 e 602 module (e602) analyzer on (B)(6) 2017 and after resuming operations later, they discovered a hole in the pinch tubing. The customer stated that several questionable patient results were reported outside of the laboratory. The customer provided one example of a patient sample that had an erroneous result for the elecsys hcg + beta test system (hcgb). The sample initially resulted as > 10000 miu/ml accompanied by a data flag. The initial value was reported outside of the laboratory. The sample was repeated on a different elecsys analyzer, resulting as approximately 500 miu/ml. The repeat result was believed to be correct. There was no allegation of an adverse event. The hcgb reagent lot number was 186542. The reagent expiration date was asked for, but not provided. The field service engineer determined that the pinch valve tubing was split at the attachment point. He replaced the tubing and checked for sharp edges on the barbed fitting. The customer ran calibration and controls. There were no errors and no leaks. The system was found to be operational.